Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery. The customer experienced elevated blood glucose levels. His blood glucose level was 426 mg/dl. The customer treated his high blood glucose level with the insulin pump. The alarm was resolved with a complete set change. The device was not returned.